Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with left sided weakness, more in the upper extremity than the lower extremity. The patient also had a left facial droop, experienced aphasia, was somnolent but easily aroused, and was inconsistent when following commands. A head CT showed no acute intracranial bleed but old encephalomalacia related to a previous stroke in 2005. An ischemic stroke was suspected. The patient¿s international normalized ratio was 1.9 upon admission. There was no evidence of lvad thrombus, although the patient¿s lactate dehydrogenase level was 465u/l on admission and two days later it was 439u/l. A transthoracic echocardiogram was performed but the outflow cannula was not well visualized. The flow however appeared normal and laminar, indicating absence of obstruction. There was a poorly visualized, small echogenic mobile structure in the outflow cannula, which they felt could be an artifact. Given the patient was unable to pass a swallow test, he was placed on a heparin drip until his oral medications could be restarted. As of 02/09/2015, the patient¿s strength had improved in his left lower extremity. His gross motor skills improved in his left upper extremity but he was lacking fine motor skills. His speech was limited in that he was speaking more words but they were not always in context. The patient¿s left facial droop did not change. He moves himself around in bed, feeds himself and is able to eat a mechanical soft diet well. The patient fatigues quickly, is easily distracted, and is not following instructions consistently. He is not eligible for inpatient rehabilitation at this time. The hospital staff is looking to place him into a skilled nursing facility that will accept an lvad patient.

Manufacturer narrative:
The pump remains in use supporting the patient. A specific cause for the ischemic stroke, and a correlation to the device could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.